Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. The reported thermal event is not associated with (B)(4). Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod 5 personal diabetes manager (pdm) gets too hot to touch while charging. It was also reported that the pdm is not holding charge. The pdm was also reported to sound an alarm, has no signal, and when checked the pdm was off. The user was not using the insulet-supplied charging equipment, but has since been provided replacement insulet-supplied charging equipment and the issues have reportedly resolved. The patient did not experience any physical injury or require medical treatment.